Event description:
The valve was implanted along the replacement of the ascending aorta with a graft. An intraoperative and postoperative tee were performed and revealed the valve was fine with a low gradient. The pt was discharged and underwent rehabilitation. One week ago, the pt was emergently admitted to the hosp and an echo revealed aortic insufficiency. The physician stated there was no endocarditis and believes a leaflet is torn. The pt was given medication and was released. The physician will f/u with the pt in couple of weeks. The device remains implanted.